Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "approximately 30 minutes into uneventful nasal septoplasty case with the patient's head turned 180 degrees away, the ventilator sounded an apnea alarm. (Cont.) The culprit was found to be a clean "laceration" of the humid vent device at the junction of the hard plastic rim (connected to the endotracheal tube) and the first soft plastic ridge of the accordion tubing. Examination of the wrapper for this device showed no pre-existing cuts which might have compromised the device. The device worked fine for 30 minutes from its insertion. There was only an occasional surgeon's elbow near the humid-vent which was under sterile surgical drapes; no scalpel was near. This happened twice with two different patients." First event captured in MFR. Rpt. 8040412-2018-00254.

Manufacturer narrative:
(B)(4). Catalog# corrected to 17732. The sample was not returned for evaluation. The complaint reports that there was "a clean "laceration" of the humid-vent device" and "the device worked fine for 30 minutes from its insertion." It is possible that mishandling of the product could cause the cut on the tube as it occurred during use. In the current manufacturing procedure 100% leak testing at the assembly area is conducted; thus, any defective product would be detected prior to release from the manufacturing facility. Ten pieces of the same product were taken from current production at the manufacturing facility and testing was conducted. All samples were assembled correctly and passed the leak test. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "approximately 30 minutes into uneventful nasal septoplasty case with the patient's head turned 180 degrees away, the ventilator sounded an apnea alarm. (Cont.) The culprit was found to be a clean "laceration" of the humid vent device at the junction of the hard plastic rim (connected to the endotracheal tube) and the first soft plastic ridge of the accordion tubing. Examination of the wrapper for this device showed no pre-existing cuts which might have compromised the device. The device worked fine for 30 minutes from its insertion. There was only an occasional surgeon's elbow near the humid-vent which was under sterile surgical drapes; no scalpel was near. This happened twice with two different patients." First event captured in MFR. Rpt. 8040412-2018-00254.